Manufacturer narrative:
Continuation of concomitant products: unknown lvad, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing and triggered a lead integrity alert (lia). The rv coil impedance trends have dropped and r-wave sensing had also diminished. The lead was reprogrammed; however, intermittent double counting of wide qrs-waves were still noted on high rate non-sustained tachycardia (hrnst) episodes. The patient was medically treated and the physician continues to monitor the lead. The lead remains in use. No further patient complications have been reported as a result of this event.